Event description:
Treatment provider reporting patient treated with coolsculpting on (B)(6) 2021 to the flanks has experienced patient dissatisfaction, on (B)(6) 2021 treated to the lower and upper abdomen and has experienced pah.

Manufacturer narrative:
Clarification to g.3.: initial aware date should be 05/may/2021. The aware date was initially incorrectly populated.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Clinical studies have shown that the coolsculpting procedure will naturally remove fat cells but, as with most procedures, visible results will vary from person to person. The reason for no appreciable results can be multi-fold: even though some patients may indeed be non-responders, most other causes can be managed, such as patient expectation, patient selection, number of treatments prescribed, applicator selection, applicator placement, etc. The coolsculpting user manual, under zeltiq clinical studies, contain additional information on efficacy based on pre-clinical and clinical investigations.

Event description:
A treatment provider reported a patient who was treated to the upper and lower abdomen and flanks using the cooladvantage applicator. The patient has been diagnosed with paradoxical hyperplasia in the upper abdomen and no results to the lower abdomen and flanks.

Manufacturer narrative:
Corrected data: a4, a6, b5 (treatment date), d1, d3, d4, d8, d9, g1, g2, g4, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen on (B)(6) 2021 and (B)(6) 2021 using the cooladvantage applicator with coolcurve+ and coolcore contours and presented with paradoxical hyperplasia (ph).